Event description:
Heartmate 2 patient presents with left ventricular assist device (lvad) alarms and systematic pump stops while on alternating current (ac) power. Logfiles confirmed pump stops. Abbott corp performed evaluation of the waveform data and endorsed that the given information would be consistent with "a problem with percutaneous lead." Radiographic imaging failed to identify an overt suspicious area within the internal or external driveline portions. A blind splice of the external driveline was performed on site by abbott engineers. Patient was evaluated in hospital for 48 hours without return of alarm/pump stops. Manufacturer response for left ventricular assist device, heartmate 2 (per site reporter): waiting on final analysis of the removed portion of the driveline.